Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that sixteen days post procedure the patient reported persistent drainage from the access site. The patient was seen in the office for evaluation. The incision site is not approximated, pea sized opening, with serosanguineous purulent component drainage. The patient received topical ointment and was referred to the wound clinic. The event was considered resolved five days later. The patient is enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.